Event description:
When expandable valvulotome was used in the procedure "femoral-popliteal bypass," the valvulotome made a 10 cm long tear in the vein when the doctor was bringing the valvulotome out of the vein.